Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2011, the customer called to report a motor error alarm during the rewind process. The customer stated that she wore the insulin pump during an MRI scan for her foot. Troubleshooting was performed, and the insulin pump failed the displacement test. The insulin pump alarmed motion sensor error, encoder error and motor error. The customer was advised to discontinue using the insulin pump, and revert to a back up plan. The customer also stated that in (B)(6) of this year the paramedics were called to her house four times to treat for low blood glucose. The customer stated she had not seen her healthcare provider in several years. The customer was assisted with the math for a manual injection to cover her dinner and high blood glucose levels. The customer stated that her high blood glucose levels were explained and expected. On (B)(6) 2011, the husband called to report the death of the customer. The customer's husband stated that she took manual injections the night of (B)(6) 2011, and started feeling sick the next morning. The husband stated that the customer was using novolog insulin. The husband checked the customer's blood glucose and the meter said high. The customer was taken by the paramedics to the hospital on (B)(6) 2011. The customer passed away on (B)(6) 2011. The cause of death as listed on the death certificate is cardio-respiratory arrest, respiratory failure and gastrointestinal bleeding. The husband stated that he is unable to locate the customer's insulin pump.